Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy and bilateral laparoscopic salpingectomy') in a (B)(6)-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, hiatus hernia, appendectomy, c-section (2), smoker, menarche ((B)(6) years old), gravida ii, parity 2 and psoriasis. Previously administered products included for contraception: yasminelle in 2013. Family history included breast cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced rhinitis ("rhinitis of non-allergic aetiology at the current time"), 3 years after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstruation irregular ("irregular and very scarce periods"), hypomenorrhoea ("irregular and very scarce periods"), psoriasis ("psoriasis (in vulvar region and scalp), not previously diagnosed") and vulvovaginal pruritus ("pruritus and vaginal itching, which has not subsided with usual treatments"). The patient was treated with ebastine and surgery (total hysterectomy and bilateral laparoscopic salpingectomy). At the time of the report, the medical device removal, menstruation irregular, hypomenorrhoea, psoriasis, vulvovaginal pruritus and rhinitis outcome was unknown. The reporter considered hypomenorrhoea, medical device removal, menstruation irregular, psoriasis, rhinitis and vulvovaginal pruritus to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, hiatus hernia (surgery), appendectomy, c-section (2), smoker, menarche (at age 13), gravida ii, parity 2 and psoriasis. Patient, at the time of the events, had no relevant-surgical history. The placement of essure had no difficulty. Previously administered products included for contraception: yasminelle in 2013. Family history included breast cancer (paternal grandmother) and early menopause (mother at age 40). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced allergic respiratory disease ("respiratory allergy") with nasal pruritus and nasal congestion, anisakiasis ("after eating unfrozen fish, she presented welt-like lesions, diagnosed with anisakiasis") and rhinitis ("rhinitis of non-allergic aetiology at the current time"), 3 years after insertion of essure. In (B)(6) 2017, the patient experienced depression ("she was very depressed"). In (B)(6) 2018, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2019, the patient experienced dysuria ("discomfort when urinating, pressure-type pain after removal of essure"). In (B)(6) 2019, the patient experienced hot flush ("feeling of hot flashes after removal of essure"). On (B)(6) 2019, the patient experienced premature menopause ("early ovarian failure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("acute abdominal pain"), dyspareunia ("great discomfort during sexual intercourse"), allergy to metals ("allergy to metals") with pruritus, genital haemorrhage ("excessive bleeding"), menstruation irregular ("irregular periods, cycles between 15 and 40 days in normal quantity"), hypomenorrhoea ("very scarce periods"), vulvovaginal pain ("vaginal pain, which has not subsided with usual treatments"), vulvovaginal pruritus ("vaginal itching, which has not subsided with usual treatments"), vulvovaginal burning sensation ("vaginal burning, which has not subsided with usual treatments"), seborrhoeic dermatitis ("seborrheic dermatitis"), psoriasis ("psoriasis (in vulvar region and scalp), not previously diagnosed, plaque psoriasis"), swelling ("swelling"), migraine ("migraines") and dizziness ("dizziness"). The patient was hospitalized from (B)(6) 2019. The patient was treated with ebastine, methotrexate, metronidazole (zidoval) and surgery (total hysterectomy and bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, allergy to metals, genital haemorrhage, menstruation irregular, hypomenorrhoea, amenorrhoea, psoriasis, allergic respiratory disease, anisakiasis, dysuria, rhinitis, swelling, migraine, dizziness, hot flush, premature menopause and depression outcome was unknown and the vulvovaginal pain, vulvovaginal pruritus, vulvovaginal burning sensation and seborrhoeic dermatitis had resolved. The reporter considered abdominal pain, allergic respiratory disease, allergy to metals, amenorrhoea, anisakiasis, depression, dizziness, dyspareunia, dysuria, genital haemorrhage, hot flush, hypomenorrhoea, menstruation irregular, migraine, pelvic pain, premature menopause, psoriasis, rhinitis, seborrhoeic dermatitis, swelling, vulvovaginal burning sensation, vulvovaginal pain and vulvovaginal pruritus to be related to essure. The reporter commented: in (B)(6) 2019 patient requested the withdrawal of essure, performed on (B)(6) 2019. The postoperative period was uneventful, and she was discharged the following day. On (B)(6) 2019 she was showing improvement in symptoms, on (B)(6)2019 improvement. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: skin tests rhinitis and bronchial asthma - basic inhalants: negative for: lolium 5 grasses olive hybrid platanus arizonica cypress plantago artemisa parietaria salsola dermatofagoides pteronissinus dermatofagoides farinae lepidoglyphus destructor aspergillus alternaría cladosporium hamster dog cat horse rabbit cockroach profilin polcalcine ltp serum histamine; on (B)(6) 2017: negative for battery tests for metals. Blood follicle stimulating hormone (miu/ml) - on (B)(6) 2019: 113.20 miu/ml. Culture - on (B)(6) 2016: bacterial vaginosis. Cytology - in (B)(6) 2013: negative for malignancy. Gynaecological examination - on (B)(6) 2013: external genitalia and vagina normal appearance. Multiparous cervix with good appearance. Upon pelvic examination: anteverted uterus, mobile, normal size, shape and consistency. No adnexal masses at palpation. Painless lateralisation; on (B)(6) 2016: normal; on (B)(6) 2019: normal external genitalia and vagina. Nulliparous cervix, macroscopically healthy, painless on mobilization. Retroverted uterus of normal size. Adnexa without palpable pathology. Soft and depressible abdomen. Tv ultrasound: retroverted uterus, regular. Endometrium 2 mm. Normally-inserted essure devices. No adnexal pathology. No free liquid. Hysteroscopy - on (B)(6) 2013: endometrial cavity without findings. Both ostia are patent. Oestradiol (pg/ml) - on (B)(6) 2019: 17 pg/ml. Ultrasound scan vagina - on (B)(6) 2013: regular-size anteverted uterus, hysterometry: 67. Endometrium 3 mm, no evidence of adnexal masses. No free liquid; on (B)(6) 2014: proper placement of essure devices. X-ray - on (B)(6) 2014: proper placement of essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2021: lawyer provided summary notification: patient´s date of birth, no relevant-surgical history. New events added: swelling, pelvic pain, excessive bleeding, seborrheic and vaginal dermatitis, vaginal pain-itching- burning sensation, migraines, dizziness, acute abdominal pain, great discomfort during sexual intercourse. In (B)(6) 2019 patient was going to be tested for a nickel allergy. She was very depressed. Further events: allergy to metals, discomfort when urinating, pressure-type pain after removal of essure, after eating unfrozen fish, she presented welt-like lesions, diagnosed as anisakiasis, respiratory allergy: nasal pruritus and nasal congestion. In (B)(6) 2019 patient requested the withdrawal of essure, performed on (B)(6) 2019. The postoperative period was uneventful, and she was discharged the following day. On (B)(6) 2019 she was showing improvement in symptoms. In (B)(6) 2019, she commented on a feeling of hot flashes and reported that her mother had an early menopause at age 40, for which a hormonal study was requested (estradiol, fsh) that confirmed an early ovarian failure. Patient notes, family history and lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, hiatus hernia (surgery), appendectomy, c-section (2), smoker, menarche (at age 13), gravida ii, parity 2 and psoriasis. Patient, at the time of the events, had no relevant-surgical history. The placement of essure had no difficulty. Previously administered products included for contraception: yasminelle in 2013. Family history included breast cancer (paternal grandmother) and early menopause (mother at age 40). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced allergic respiratory disease ("respiratory allergy") with nasal pruritus and nasal congestion, anisakiasis ("after eating unfrozen fish, she presented welt-like lesions, diagnosed with anisakiasis") and rhinitis ("rhinitis of non-allergic aetiology at the current time"), 3 years after insertion of essure. In (B)(6) 2017, the patient experienced depression ("she was very depressed"). In (B)(6) 2018, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2019, the patient experienced dysuria ("discomfort when urinating, pressure-type pain after removal of essure"). In (B)(6) 2019, the patient experienced hot flush ("feeling of hot flashes after removal of essure"). On (B)(6) 2019, the patient experienced premature menopause ("early ovarian failure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("acute abdominal pain"), dyspareunia ("great discomfort during sexual intercourse"), allergy to metals ("allergy to metals") with pruritus, genital haemorrhage ("excessive bleeding"), menstruation irregular ("irregular periods, cycles between 15 and 40 days in normal quantity"), hypomenorrhoea ("very scarce periods"), vulvovaginal pain ("vaginal pain, which has not subsided with usual treatments"), vulvovaginal pruritus ("vaginal itching, which has not subsided with usual treatments"), vulvovaginal burning sensation ("vaginal burning, which has not subsided with usual treatments"), seborrhoeic dermatitis ("seborrheic dermatitis"), psoriasis ("psoriasis (in vulvar region and scalp), not previously diagnosed, plaque psoriasis"), swelling ("swelling"), migraine ("migraines"), dizziness ("dizziness") and dermatitis ("vaginal dermatitis"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with ebastine, methotrexate, metronidazole (zidoval) and surgery (total hysterectomy and bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, allergy to metals, genital haemorrhage, menstruation irregular, hypomenorrhoea, amenorrhoea, psoriasis, allergic respiratory disease, anisakiasis, dysuria, rhinitis, swelling, migraine, dizziness, hot flush, premature menopause, depression and dermatitis outcome was unknown and the vulvovaginal pain, vulvovaginal pruritus, vulvovaginal burning sensation and seborrhoeic dermatitis had resolved. The reporter considered abdominal pain, allergic respiratory disease, allergy to metals, amenorrhoea, anisakiasis, depression, dermatitis, dizziness, dyspareunia, dysuria, genital haemorrhage, hot flush, hypomenorrhoea, menstruation irregular, migraine, pelvic pain, premature menopause, psoriasis, rhinitis, seborrhoeic dermatitis, swelling, vulvovaginal burning sensation, vulvovaginal pain and vulvovaginal pruritus to be related to essure. The reporter commented: in (B)(6) 2019 patient requested the withdrawal of essure, performed on (B)(6) 2019 (discrepancy date (B)(6) 2019 our (B)(6) 2019). The postoperative period was uneventful, and she was discharged the following day. On (B)(6) 2019 she was showing improvement in symptoms, on (B)(6) 2019 improvement. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: skin tests rhinitis and bronchial asthma - basic inhalants: negative for: lolium 5 grasses olive hybrid platanus arizonica cypress plantago artemisa parietaria salsola dermatofagoides pteronissinus dermatofagoides farinae lepidoglyphus destructor aspergillus alternaría cladosporium hamster dog cat horse rabbit cockroach profilin polcalcine ltp serum histamine; on (B)(6) 2017: negative for battery tests for metals. Blood follicle stimulating hormone (miu/ml) - on (B)(6) 2019: 113.20 miu/ml. Culture - on (B)(6) 2016: bacterial vaginosis. Cytology - in (B)(6) 2013: negative for malignancy. Gynaecological examination - on (B)(6) 2013: external genitalia and vagina normal appearance. Multiparous cervix with good appearance. Upon pelvic examination: anteverted uterus, mobile, normal size, shape and consistency. No adnexal masses at palpation. Painless lateralisation; on (B)(6) 2016: normal; on (B)(6) 2019: normal external genitalia and vagina. Nulliparous cervix, macroscopically healthy, painless on mobilization. Retroverted uterus of normal size. Adnexa without palpable pathology. Soft and depressible abdomen. Tv ultrasound: retroverted uterus, regular. Endometrium 2 mm. Normally-inserted essure devices. No adnexal pathology. No free liquid. Hysteroscopy - on (B)(6) 2013: endometrial cavity without findings. Both ostia are patent. Oestradiol (pg/ml) - on (B)(6) 2019: 17 pg/ml. Ultrasound scan vagina - on (B)(6) 2013: regular-size anteverted uterus, hysterometry: 67. Endometrium 3 mm, no evidence of adnexal masses. No free liquid; on (B)(6) 2014: proper placement of essure devices. X-ray - on (B)(6) 2014: proper placement of essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2022: the follow information were include dermatitis, stop date updated from (B)(6) 2019 to (B)(6) 2019. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, hiatus hernia (surgery), appendectomy, c-section (2), smoker, menarche (at age 13), gravida ii, parity 2 and psoriasis. Patient, at the time of the events, had no relevant-surgical history. The placement of essure had no difficulty. Previously administered products included for contraception: yasminelle in 2013. Family history included breast cancer (paternal grandmother) and early menopause (mother at age 40). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced allergic respiratory disease ("respiratory allergy") with nasal congestion and nasal pruritus, rhinitis ("rhinitis of non-allergic aetiology at the current time") and anisakiasis ("after eating unfrozen fish, she presented welt-like lesions, diagnosed with anisakiasis"), 3 years after insertion of essure. In (B)(6) 2017, the patient experienced depression ("she was very depressed"). In (B)(6) 2018, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2019, the patient experienced dysuria ("discomfort when urinating, pressure-type pain after removal of essure"). In (B)(6) 2019, the patient experienced hot flush ("feeling of hot flashes after removal of essure"). On (B)(6) 2019, the patient experienced premature menopause ("early ovarian failure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain ("acute abdominal pain"), dyspareunia ("great discomfort during sexual intercourse"), allergy to metals ("allergy to metals") with pruritus, genital haemorrhage ("excessive bleeding"), menstruation irregular ("irregular periods, cycles between 15 and 40 days in normal quantity"), hypomenorrhoea ("very scarce periods"), dermatitis ("vaginal dermatitis"), seborrhoeic dermatitis ("seborrheic dermatitis"), psoriasis ("psoriasis (in vulvar region and scalp), not previously diagnosed, plaque psoriasis"), vulvovaginal pain ("vaginal pain, which has not subsided with usual treatments"), vulvovaginal pruritus ("vaginal itching, which has not subsided with usual treatments"), vulvovaginal burning sensation ("vaginal burning, which has not subsided with usual treatments"), swelling ("swelling"), migraine ("migraines") and dizziness ("dizziness"). The patient was hospitalized from (B)(6) 2019. The patient was treated with ebastine, methotrexate, metronidazole (zidoval) and surgery (total hysterectomy and bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, allergy to metals, genital haemorrhage, menstruation irregular, hypomenorrhoea, amenorrhoea, dermatitis, psoriasis, premature menopause, allergic respiratory disease, rhinitis, anisakiasis, dysuria, swelling, migraine, dizziness, hot flush and depression outcome was unknown and the seborrhoeic dermatitis, vulvovaginal pain, vulvovaginal pruritus and vulvovaginal burning sensation had resolved. The reporter considered abdominal pain, allergic respiratory disease, allergy to metals, amenorrhoea, anisakiasis, depression, dermatitis, dizziness, dyspareunia, dysuria, genital haemorrhage, hot flush, hypomenorrhoea, menstruation irregular, migraine, pelvic pain, premature menopause, psoriasis, rhinitis, seborrhoeic dermatitis, swelling, vulvovaginal burning sensation, vulvovaginal pain and vulvovaginal pruritus to be related to essure. The reporter commented: in (B)(6) 2019 patient requested the withdrawal of essure, performed on (B)(6) 2019 (discrepancy date (B)(6) 2019). The postoperative period was uneventful, and she was discharged the following day. On (B)(6) 2019 she was showing improvement in symptoms, on (B)(6) 2019 improvement. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: skin tests rhinitis and bronchial asthma - basic inhalants: negative for: lolium 5 grasses olive hybrid platanus arizonica cypress plantago artemisa parietaria salsola dermatofagoides pteronissinus dermatofagoides farinae lepidoglyphus destructor aspergillus alternaría cladosporium hamster dog cat horse rabbit cockroach profilin polcalcine ltp serum histamine; on (B)(6) 2017: negative for battery tests for metals. Blood follicle stimulating hormone (miu/ml) - on (B)(6) 2019: 113.20 miu/ml. Culture - on (B)(6) 2016: bacterial vaginosis. Cytology - in march 2013: negative for malignancy. Gynaecological examination - on (B)(6) 2013: external genitalia and vagina normal appearance. Multiparous cervix with good appearance. Upon pelvic examination: anteverted uterus, mobile, normal size, shape and consistency. No adnexal masses at palpation. Painless lateralisation; on (B)(6) 2016: normal; on (B)(6) 2019: normal external genitalia and vagina. Nulliparous cervix, macroscopically healthy, painless on mobilization. Retroverted uterus of normal size. Adnexa without palpable pathology. Soft and depressible abdomen. Tv ultrasound: retroverted uterus, regular. Endometrium 2 mm. Normally-inserted essure devices. No adnexal pathology. No free liquid. Hysteroscopy - on (B)(6) 2013: endometrial cavity without findings. Both ostia are patent. Oestradiol (pg/ml) - on (B)(6) 2019: 17 pg/ml. Ultrasound scan vagina - on (B)(6) 2013: regular-size anteverted uterus, hysterometry: 67. Endometrium 3 mm, no evidence of adnexal masses. No free liquid; on (B)(6) 2014: proper placement of essure devices. X-ray - on (B)(6) 2014: proper placement of essure devices. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-feb-2022: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy and bilateral laparoscopic salpingectomy') in a 40-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, hiatus hernia, appendectomy, c-section (2), smoker, menarche (13 years old), gravida ii, parity 2 and psoriasis. Previously administered products included for contraception: yasminelle in 2013. Family history included breast cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced rhinitis ("rhinitis of non-allergic aetiology at the current time"), 3 years after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstruation irregular ("irregular and very scarce periods"), hypomenorrhoea ("irregular and very scarce periods"), psoriasis ("psoriasis (in vulvar region and scalp), not previously diagnosed") and vulvovaginal pruritus ("pruritus and vaginal itching, which has not subsided with usual treatments"). The patient was treated with ebastine and surgery (total hysterectomy and bilateral laparoscopic salpingectomy). At the time of the report, the medical device removal, menstruation irregular, hypomenorrhoea, psoriasis, vulvovaginal pruritus and rhinitis outcome was unknown. The reporter considered hypomenorrhoea, medical device removal, menstruation irregular, psoriasis, rhinitis and vulvovaginal pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.